Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: "the item is broke inside the package and there is only one that we know of".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-14. H6: investigation summary one sample was returned for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. The sample returned was an infusion set with a drip chamber that had separated from the infusion set tubing. Further inspection of the separation location under magnification indicates a lack of solvent between the tubing and the drip chamber outlet. A device history record review for model 2426-0007 lot number 21106258 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the failure seen in the sample received is the lack of solvent present between the drip chamber outlet port and the rubber tubing. The manufacturing location has been notified and corrective actions have been implemented in order to correct the issue. Correct usage of the assembly fixtures and cleaning and maintenance of the media solvent dispensers are actions that will be taken place in order to prevent the occurrence of this issue. H3 other text : see h10.

Event description:
It was reported that bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: "the item is broke inside the package and there is only one that we know of"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: "the item is broke inside the package and there is only one that we know of"